Event description:
It was reported that an unknown driver would not release from a biomet implant. The surgery was completed with another driver. Tooth location 27.

Manufacturer narrative:
One certain® driver tip was returned for inspection attached to an osseotite® tapered implant. A visual inspection revealed that driver had signs of wear, indicating use. A functional test confirmed that the driver and implant required excessive force to be separated. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16. No-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray. Using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring. Replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. A singular cause cannot be determined for this complaint.

Event description:
It was reported that the driver (impdts) would not release from a biomet implant. The surgery was completed with another driver. Tooth location 27.